Event description:
Information was received indicating that following placement of a smiths medical portex endotracheal tube, there was difficulty found inflating and deflating the blue cuff. There were no reported adverse effects.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection found it to be in good physical condition. Device underwent functional occlusion testing by inflating the bronchial cuff with a syringe, confirming the reported customer complaint. The sample presented some resistance, confirming the reported customer complaint. The problem source has been determined to be manufacturing, having excess thf between inflation line and tube.